Event description:
New information received noted that the right atrial lead and right ventricular lead were capped and replaced on (B)(6) 2020. The right ventricular lead was capped due to noise. The right atrial lead was capped due to noise and far field r-wave over-sensing. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-13636. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right atrial lead and right ventricular lead exhibited inappropriate automatic mode switch episodes due to atrial and ventricular lead noise. Noise did not occur simultaneously in both leads. The noise was recreated using isometrics. The patient is not device dependent. Programming changes to address lead noise were unable to be made at this time. The patient was stable and will continue to be monitored.